Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. It should be noted that the safety information for the animas® vibe insulin pump and cgm system states: do not use the dexcom g4 platinum sensor and transmitter if you are under the age of 18. However, a root cause for the reported inaccuracy cannot be determined.

Event description:
Distributor contacted dexcom technical support on (B)(6)2015 on foreign patient's behalf to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6)2015. The foreign patient inserted the sensor on (B)(6)2015. Foreign patient is less than 2 years old. At the time of contact the distributor did not report any injury or medical intervention.